Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 400 mg/dl to above 500 mg/dl with an unknown cause. Bg was treated by changing out all supplies. The customer was instructed to consult with the healthcare provider regarding bg level.